Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were fully fired. Staple pushers were visible at the zero cut line for both reloads. Functionally the reloads were loaded into a pmv representative instrument and were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery in a right lung lobectomy, while resecting a portion of lung, the stapler was only able to fire halfway that leads to an incomplete staple line incomplete in central part. The stapler was not able to close properly on the tissue and only fired up halfway before making a snap sound. A new reload was used to complete the procedure. There was no patient injury.